Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the doctor was coring into to the uterus to remove tissue and the blade on the device started slowing down. The blade stopped rotating and cutting. The doctor let the unit cool, started morcellating again, encountered the same slowing of the device. The physician let the motor drive cool for ten minutes and then was able to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00086. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Another like device was used to complete the procedure.